Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having issue entering and exiting standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having issue entering and exiting standby mode. The customer reported that the patient circuit was removed from the ventilator, but the issue was not resolved. The rse advised the customer to perform a full performance verification test (pvt) and diagnose if there were any issues with the flow sensor assembly. The customer reported that when performing the air flow accuracy test, the average air reading (when set to zero) was -1.4 standard liters of water (slpm). The customer then set the flow to 10, and the analyzer was reading over 200, and fluctuated; the average air reading was 1.9 slpm. The rse advised the customer to replace the flow sensor assembly per the guidance of the service manual. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.